Event description:
It was reported to boston scientific corporation that an wallstent enteral uncovered stent was used during an intestinal stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent was deployed, and it was found that the tail end of the stent was scattered, and the mucosa was damaged. The stent was removed from the patient with forceps, and the procedure was completed with another of the same device. There was no patient complication reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6) hospital. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2301 captures the additional device used to remove the stent.

Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2301 captures the additional device used to remove the stent, block h11: a wallstent enteral uncovered stent and delivery system were received for analysis. The stent was returned fully deployed and expanded. Visual inspection revealed that the stent was deformed. No other damages were noted on the stent or the delivery system. Product analysis confirmed the reported event of stent material deformation. Procedural factors, such as lesion characteristics, handling of the device, technique used by the physician, and/or the amount of force applied to the device, most likely contributed to the deformation of the stent. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an wallstent enteral uncovered stent was used during an intestinal stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent was deployed, and it was found that the tail end of the stent was scattered, and the mucosa was damaged. The stent was removed from the patient with forceps, and the procedure was completed with another of the same device. There was no patient complication reported as a result of this event. The patient's condition following the procedure was reported to be stable.